Event description:
It was reported there was an alert on the remote transmission for oversensing short v-v intervals and a lead impedance issue on the right ventricular lead at the implant time. It was discovered that the alert occurred to a bovie being used when the device was active. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).